Event description:
Additional information received from the patient on (B)(6) 2016 reported the circumstances that led to her back pain included 4 discs in her back that were collapsing and causing the back pain. When asked what steps were taken to resolve the patient's back pain, she responded, "stimulator in left hip."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported back pain. They said they woke up in the middle of the night with back issues. The indication for implant was spinal pain and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.